Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and receiver charged and will boot, but failed because of perpetual rebooting. Perform pairing. Unable to pair because receiver is in perpetual rebooting. There was no data log available to confirm the reported event of a loss of connection. The complaint confirmation was unable to be determined. A probable cause could not be determined.